Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02459. The patient's pns system was implanted for migraines (off-label). The patient received a letter regarding the charger swap program. She reported she did not want to participate in the charger program because she wants to have her system removed. She stated the system has never worked for her and actually causes discomfort. She also complained she had difficulty getting her ipg to turn off. It was reported she refused to be reprogrammed and had not used or charged the system for several months. Follow-up indicated surgical intervention will take place at a later date.